Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, the five remaining clips were fired. When cycled and fed, the right side of all five clips did not align in the jaw properly. Clips 1, 2, and 3 had proper pinch and alignment. Clips 4 and 5 had proper pinch but were slightly scissored. After all of the clips were discharged, the clocking mechanism operated as intended. The device history record was reviewed and no discrepancies were noted. As each device is visually inspected and functionally tested prior to release, no conclusion could be made as to what may have caused the reported event.

Event description:
It was reported that during a laparoscopic r-hepatic when the device was fired, clips shot out of the device. There was a delay in the procedure. There was no pt injury. This report is being filed for the findings upon investigation. Additional information was requested, but no additional information was provided.